Event description:
Patient was revised due to liner locked in oblong. The liner fractured when trying to remove it. The surgery was delayed 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Patient was revised due to liner locked in oblong. The liner fractured when trying to remove it. The surgery was delayed 30 minutes. Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: the complaint states patient was revised due to liner locked in oblong. The liner fractured when trying to remove it. The surgery was delayed 30 minutes. A review of complaints database search and manufacturing records did not identify any anomalies. The products were reviewed by the supplier and a report was received stating the density and grain size of the insert were within specification. Two types of fracture surfaces can be identified one seems to be prior to the revision surgery, a second one seems to be occurred due to the removal of the insert from the metal shell during the revision surgery the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.